Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 1k522b. The pt opened the first bottle of test strips from the box approx 2 months ago and obtained blood glucose readings in his normal range (100 mg/dl range). He did not question these readings. Some time this week, the pt opened the second bottle of test strips from the same box and, with the first test strip out of the bottle, obtained a blood glucose reading in the 30 mg/dl range (pt does not remember specific result). Until he spoke with the co rep, the pt continued to obtain blood glucose readings in this range (30 mg/dl range). He removed the desiccant from both the first and second bottles from the box on initial opening (approx 2 months ago and some time this week respectively). With the rep, the pt performed a side by side blood glucose comparison using another co's strips and test strips from the second test strip bottle. He obtained test results of 178 and 40 mg/dl respectively. The pt's meter was set to the appropriate code when all tests were performed. Also with the rep, the pt obtained a check strip test result of 79 versus a check strip range of 72-96. The pt does not have normal control solution. The pt stores the test strips in the kitchen.